Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced foreign matter contamination and device damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: material no.: 381534, batch no.: 9325479. Per email: user facility has had a product event with the bd angiocath. They are sending me the product to return. 20 gauge x 1.16 in bd insyte autoguard winged, event date: (B)(6) 2020, model# 381534, lot# 9325479. Exp. Date: unk. Description: rn was inserting 20 gauge IV angiocath into pt. Pre-procedure. She was able to insert the catheter into the vein, and able to remove the needle (by spring release), but had slow blood return. Upon further review, rn noticed small piece of metal connection to the catheter was positioned at the hub. Rn was able to remove the catheter (intact) from the vein without harm to the pt. Second IV was placed by mda.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced foreign matter contamination and device damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: material no.: 381534 batch no.: 9325479. Per email: user facility has had a product event with the bd angiocath. They are sending me the product to return. 20 gauge x 1.16 in bd insyte autoguard winged event date: 2/14//2020 model# 381534 lot# 9325479 exp. Date: unk description: rn was inserting 20 gauge IV angiocath into pt. Pre-procedure. She was able to insert the catheter into the vein, and able to remove the needle (by spring release), but had slow blood return. Upon further review, rn noticed small piece of metal connection to the catheter was positioned at the hub. Rn was able to remove the catheter (intact) from the vein without harm to the pt. Second IV was placed by mda.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one used 20ga insyte autoguard winged IV catheter unit accompanied by an undamaged opened package from lot number 9325479, reference number 381534. The unit was received in three portions: portion 1 is the catheter tubing with the wedge, portion 2 is the pink winged adapter and portion 3 is the needle/hub assembly which is fully retracted inside the safety shield (barrel). There were traces of thick dried media present inside the adapter and inside the flashback chamber of the barrel. The photographs submitted displayed similarities to that of the returned unit. Through the initial investigation there was no evidence of the reported issue of foreign matter. Based on the returned sample observations and photographs, the defect of separation catheter from adaptor was confirmed. The type of damage observed is likely a manufacturing process related issue which could be the improper assembly of the wedge into the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. The need for a formal corrective action is currently being considered under cid1461582.